Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. Treatment for reported issue was not provided.

Manufacturer narrative:
The data shows the device completed both the first and second priming sequences, though it is unknown at what point the needle deployed. No damages or defects were found that would result in the needle deploying early; the cause of the reported event could not be conclusively determined. The device generated an hazard alarm indicating it has been more than 5 min after continuous glucose monitor (cgm) deactivation without receiving pod deactivation command. No damages or defects were found that would cause the hazard alarm. The exact cause of the reported alarm could not be determined.